Event description:
The customer rpt'd that vasoseal was used following a diagnostic catheterization procedure. Due to a break in sterile technique the pt ended up with an infection. The pt was treated in the hosp with IV antibiotics.